Event description:
Additional information was received from the patient via a rep. And it was reported, that patient is scheduled next thursday april 8th, to have battery removed and replaced. Old battery will be sent back for analysis. Patient texted today, that even with stimulation off, the burning persists. And is also, in back where the ins is, but more so in hip. Patient's pain is increasing more and more as expected with ins off. Hard to sleep with intense pain. Rep has product, if physician wants to move case date up, because they feel this is an urgent matter. Hopefully she will have surgery sooner! Patient texted, healthcare provider (hcp) and rep together. Rep responded, they have product and can be there, whenever needed to help the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97716, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative met with the patient again on (B)(6) 2021. The manufacturer representative stated that various types of programming have been tried and nothing is stopping the burning. Patient turned ins off on friday and burning has continued (before it would get better when ins was turned off). The manufacturer representative checked impedances and various reference electrodes, and all were below 1000 ohms and mostly around 800-900 ohms. The manufacturer representative stated that when they ran impedances, patient felt ins get hotter and manufacturer representative felt patient's skin which was hot to the touch. The health care professional shared concerns that there is an issue with the ins, the pocket site doesn't not look infected at all and is healed well from implant, and ins gets hot whenever it is turned on. Hcp is going to get blood work and plans to replace ins on thursday. The manufacturer representative stated patient was getting 80% pain relief initially and now their pain has come back. Manufacturer representative noted burning is worse when patient is sitting. The manufacturer representative stated they checked impedances while patient was sitting and could feel patient's back actively heating up while running impedances. Manufacturer representative stated patient is having replacement and pocket move to contralateral side on (B)(6) 2021. Manufacturer representative stated patient reminded them today that they had difficulty charging early on and now wondered if that was related to ins issue. Manufacturer representative stated at patient's 2 week post op appointment, patient reported recharger wasn't showing excellent and it would continuously show "no device found". Manufacturer representative stated at that appointment they educated patient and recharging seemed to be working appropriately at that time and patient never mentioned anything about recharging again until (B)(6) 2021. The patient reported they have to charge everyday as the battery drains quickly. Manufacturer representative noticed that patient was having leg spasms in office to day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that stimulation was burning them and the manufacturer representative instructed the patient to shut stimulation off until their appointment on (B)(6) 2021 to see if the issue went away. The manufacturer representative further reported that the patient had a burning sensation in the pocket when bending over. The issue was not resolved and the time of the report. It was further reported that the burning/warmth sensation started in the patient's hip and wrapped though their righ groin. The patient uses stimulation for bilateral coverage. The patient turned te ins off on (B)(6) 2021 and had not felt the sensation since then. They turned the ins on (B)(6) 2021 and had not been able to recreate the burning by having the patient in different positions, turning stimulation on with dtm program c1 and then turning stim on with just dtm programs c2-c4. The patient had not had any falls/trauma and the issue may have started a while ago, but the patient didn't notice it as much and it progressively got worse. No surgical intervention was planned. Additional information was received and it was reported that the patient was given new programs, but patient was still complaining that they had burning from the hip to the groin. They tried dtm settings and ld settings, but it was still there. They worked with changing their settings over the phone and they said the battery in their back was getting hot and heating up. They instructed to patient to shut the stimulator off and they would meet on (B)(6) 2021 to run another impedance and connectivity test. It was further reported that the battery still felt hot and they still had burning in their hip with the stimulator turned off. The groin burning had subsided. They then reported that the rep checked impedance and connectivity while the patient was sitting and standing and both were good. The battery got hotter when checking impedances. They could feel it on the patient's skin. An explant is planned for (B)(6) 2021 and a new battery would be implanted on the other side.